Event description:
A 40mm amplatzer septal occluder (aso) was successfully implanted; however, the aso later embolized to the left ventricle. The aso was surgically explanted the next day. No adverse patient effects were reported.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections, prior to shipment. The results of this investigation are inconclusive because the product was not returned for analysis.